Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the last drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's cat bit a hole in the pt line after seeing it vibrating during the drain. Baxter's technical service center assisted the family member in ending therapy early. Per the home pt, prophylactic antibiotics were administered as a result of this incident.